Event description:
It was reported that during a stenting treatment procedure, removal difficulties occurred. A taxus liberte atom stent delivery system (sds) was advanced and the stent was deployed between 12-14atms. Upon removal of the delivery device, the physician encountered balloon withdrawal resistance. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).